Event description:
In 2009, the patient reported experiencing elevated blood glucose in 2008 and 2009. Her highest blood glucose level was 499 mg/dl. She is able to successfully lower elevated blood glucose by bolusing through the infusion device or by insulin pen. Her normal blood glucose level is 80-140 mg/dl. She stated that the infusion device does not display e4 (occlusion ) error when the infusion site is occluded. She stated that e7 (electronic) error is frequently displayed. She is able to clear the e7 by changing the power pack. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.